Event description:
It was reported that during use with a bd vacutainer® cat (clot activator tube) plus blood collection tubes the tube under filled. This occurred on 14,000 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: the user complained about the lack of vacuum inside the tubes.

Manufacturer narrative:
H6: investigation summary: bd received twenty (20) returned tubes from batch 9210393 were drawn. The water is drawn from a compensated draw apparatus. This comprises of a header tank, which is connected via tubing to a direct draw adapter at the end, into which the tube is inserted. The level at which the tube is inserted into the apparatus, is determined by local atmospheric pressure. This simulates the blood drawing method. Then the drawn tubes are weighed on a calibrated balance. Three (3) of the twenty (20) tubes drew below the specification limit but were within the 19% limit permitted. Bd was unable to duplicate and confirm the customer¿s indicated failure mode from returned samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® cat (clot activator tube) plus blood collection tubes the tube under filled. This occurred on 14,000 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: the user complained about the lack of vacuum inside the tubes.